Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to user error of the device due to an early weight and/or load bearing substantially increases implant loading and increases the risk of loosening, bending, or breaking the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/4/2025, it was reported by a sales representative via email that an ar-9094-090 telescoping lag screw would not collapse after removing the telescoping actuator. The screw was removed and replaced with a new screw. This was discovered during a procedure on (B)(6) 2025. No further. Information was reported. Additional information was requested on 3/12/2025.